Event description:
During a biotronik ICD implant, at the stage of determining r waves and impedance, the programmer froze, and a message appeared notifying the system has suffered catastrophic failure. Rebooting solved the problem. The rebooting process takes about 2 minutes, during which communication with the ICD is lost. My concern is that if such failure is to occur during induction of arrhythmia it could have resulted in pt injury. The programmer model is ics 3000. The base unit is ics 3000 ds us. The detachable monitor unit is ics 3000. The wand is ics 3000 pgh the software version is 502.u